Event description:
It was reported that st elevation occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and angiography imaging. Venous access was obtained, and a watchman fxd curve access system (was) was advanced. A 24mm watchman flx closure device and delivery system (wds) was inserted, deployed, and implanted. A contrast agent was given through the wds delivery sheath and st elevation was immediately noted yet self-resolved after ten (10) minutes. No air was ever visualized in either the patient, was, or wds. The procedure was concluded. No further patient complications or interventions were performed. The patient is fully recovered. In the physician's opinion, the suspected air embolism may have entered through the wds while the contrast agent was being given, despite the wds valve closure being checked twice before use.

Event description:
It was reported that st elevation occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and angiography imaging. Venous access was obtained, and a watchman fxd curve access system (was) was advanced. A 24mm watchman flx closure device and delivery system (wds) was inserted, deployed, and implanted. A contrast agent was given through the wds delivery sheath and st elevation was immediately noted yet self-resolved after ten (10) minutes. No air was ever visualized in either the patient, was, or wds. The procedure was concluded. No further patient complications or interventions were performed. The patient is fully recovered. In the physician's opinion, the suspected air embolism may have entered through the wds while the contrast agent was being given, despite the wds valve closure being checked twice before use.